Manufacturer narrative:
The reported event was confirmed. A picture was provided at intake and it was visually observed the housing's weld was fractured.

Event description:
The user facility reported that the housing fractured at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The case was completed with no adverse consequences, no clinically significant delay and no medical intervention.